Event description:
The customer alleged that she performed a control test using her contour system and rec'd a result of 500 mg/dl. The normal control range was not provided, but should be around 105-145 mg/dl. No adverse events were alleged. The customer declined to troubleshoot and ended the call. No product will be returned.